Event description:
It was reported that a decline of auditory performance of child was noticed by the parents. Problems of outer device were excluded, and history of head trauma was denied. They visited doctor at the hosp and testing showed a status of all channels "hi" (value of each channel was more than 20) except channel 2, 9, and 12. Impedance of reference electrode was not detected. Status of coupling and integrity were ok. After physical examination by doctor, no obvious abnormality was found.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow up report.